Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported lower values when scanning the adc freestyle libre sensor compared to the built-in meter. When plotted on the parkes error grid, the two sensor scan result of lo (less than 40 mg/dl) mg/dl and a built-in meter results of 103 mg/dl and 191 mg/dl mg/dl fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported lower values when scanning the adc freestyle libre sensor compared to the built-in meter. When plotted on the parkes error grid, the two sensor scan result of lo (less than 40 mg/dl) mg/dl and a built-in meter results of 103 mg/dl and 191 mg/dl mg/dl fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.